Event description:
It was reported that the gantry failed to stop rotating when the drive switch requesting the motion was released. The motion did stop when a second switch, the motion enable switch, was released. The head of the unit came to rest in contact with the treatment table. No patient injury or damage to the table was reported.